Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-14. H6: investigation summary our quality engineer inspected the samples submitted for evaluation. Bd received twenty unopened units from lot 9108650. Based on the event description, the units were investigated for leakage beyond the blood control septum and the vent plug. It should be noted that the reported lot number is a device that does not contain the blood control feature; therefore, blood flow is expected once venipuncture is achieved. During the visual/microscopic examination, no visible signs of damage were observed. The units were tested for leakage from the septum beyond the vent plug. No leakage was observed. Based on the returned samples, bd was unable to confirm your reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that blood leaked out of the bd insyte¿ autoguard¿ shielded IV catheter during use. This occurred twice, once in lot 9108650, and once in an unspecified lot. The following information was provided by the initial reporter: "the first is with the bd insyte autoguard IV catheter 22ga. I have had two different staff members, multiple times have the back blood flow come out which is supposed to be a safety feature of this catheter, that the back blood flow is stopped/blocked."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9108650. Medical device expiration date: 2022-03-31. Device manufacture date: 2019-04-18. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked out of the bd insyte¿ autoguard¿ shielded IV catheter during use. This occurred twice, once in lot 9108650, and once in an unspecified lot. The following information was provided by the initial reporter: "the first is with the bd insyte autoguard IV catheter 22ga. I have had two different staff members, multiple times have the back blood flow come out which is supposed to be a safety feature of this catheter, that the back blood flow is stopped/blocked."